Event description:
It was reported, the patient presented remotely via merlin.net. Review of the transmission revealed, the atrial lead exhibited a loss of capture, high pacing impedance, and noise. The lead was explanted and replaced. The patient was in stable condition.